Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapy shocks. Upon review, the patient's implantable cardioverter defibrillator exhibited inappropriate high voltage shocks and anti-tachycardia pacing for an apparent atrial flutter/fibrillation episode. The patient was stable and was discharged following device interrogation.